Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, a patient did not properly prime the patient line. This occurred during the initial drain of peritoneal dialysis therapy. The patient stated that they did not check for air before connecting to the patient line and that it is full of air. The technical service representative (tsr) instructed the patient to end therapy and start over with all new supplies. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line was not properly primed. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.